Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On approximately (B)(6) 2024, the patient was feeling low, did not "feel awake" and passed out. The patient's daughter brought the patient to the hospital. When they arrived at the hospital, a bg was checked and it was reported that the cgm readings were higher than the bg value (no values provided). During the time the patient was symptomatic, the cgm was reportedly displaying a normal value. The patient could not remember what medications were provided to her. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.